Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), migraine ("severe migraine headaches"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (underwent surgery to remove her essure coils on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, abnormal weight gain, migraine, fatigue and dyspareunia outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, abnormal weight gain, migraine, fatigue and dyspareunia to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Around 4 years after insertion, she underwent a surgery to remove the essure coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included body mass index normal. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: zofran. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and adnexa uteri pain ("ovarian pain"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2011, the patient experienced migraine ("severe migraine headaches"), fatigue ("chronic fatigue"), teeth brittle ("dental problems teeth become brittle"), tooth fracture ("teeth began breaking") and nausea ("nausea"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss"). In (B)(6) 2015, the patient experienced vertigo ("vertigo"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)- (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, fatigue, dysmenorrhoea, nausea, abdominal pain lower and adnexa uteri pain was resolving and the pelvic discomfort, abdominal pain, back pain, alopecia, abnormal weight gain, dyspareunia, teeth brittle, tooth fracture, irritable bowel syndrome and vertigo outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, migraine, nausea, pelvic discomfort, pelvic pain, teeth brittle, tooth fracture and vertigo to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Discrepancy noted for essure removal date- (B)(6) 2015. Current weight: 165 lbs patient received treatment. For events- tooth fracture, teeth brittle, migraine, nausea, irritable bowel syndrome, vertigo. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included body mass index normal and multiparous. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for birth control: implanon from (B)(6) 2010 to (B)(6) 2011; for an unreported indication: zofran. Past adverse reactions to the above products included hypersensitivity with implanon. Concomitant products included antibiotics, ketorolac tromethamine (toradol), ondansetron (zofran) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and adnexa uteri pain ("ovarian pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2011, the patient experienced migraine ("severe migraine headaches"), fatigue ("chronic fatigue"), teeth brittle ("dental problems teeth become brittle"), tooth fracture ("teeth began breaking"), nausea ("nausea") and headache ("headaches"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss"). In (B)(6) 2015, the patient experienced vertigo ("vertigo"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)-(B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, fatigue, dysmenorrhoea, nausea, abdominal pain lower and adnexa uteri pain was resolving and the pelvic discomfort, abdominal pain, back pain, alopecia, abnormal weight gain, dyspareunia, teeth brittle, tooth fracture, irritable bowel syndrome, vertigo, headache and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, migraine, nausea, pelvic discomfort, pelvic pain, teeth brittle, tooth fracture, vertigo and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Discrepancy noted for essure removal date-(B)(6) 2015. Current weight: 165 lbs patient received treatment. For events- tooth fracture, teeth brittle, migraine, nausea, irritable bowel syndrome, vertigo. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: this case was found to be duplicate of case (B)(4). All information including events headaches and weight gain, reporters, medical history, concomitant medications and source documents were added from the case the deleted case (B)(4). Legacy device report num 2951250-2019-03727 (from deleted case (B)(4)). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included body mass index normal. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: zofran. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain") and adnexa uteri pain ("ovarian pain"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2011, the patient experienced migraine ("severe migraine headaches"), fatigue ("chronic fatigue"), teeth brittle ("dental problems teeth become brittle"), tooth fracture ("teeth began breaking") and nausea ("nausea"). In (B)(6) 2012, the patient experienced alopecia ("excessive hair loss"). In (B)(6) 2015, the patient experienced vertigo ("vertigo"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome"). On an unknown date, the patient experienced pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)-(B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, fatigue, dysmenorrhoea, nausea, abdominal pain lower and adnexa uteri pain was resolving and the pelvic discomfort, abdominal pain, back pain, alopecia, abnormal weight gain, dyspareunia, teeth brittle, tooth fracture, irritable bowel syndrome and vertigo outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, migraine, nausea, pelvic discomfort, pelvic pain, teeth brittle, tooth fracture and vertigo to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Discrepancy noted for essure removal date-(B)(6) 2015. Current weight: 165 lbs. Patient received treatment. For events- tooth fracture, teeth brittle, migraine, nausea, irritable bowel syndrome, vertigo. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received: lot number was added, newly added events- tooth fracture, teeth brittle, dysmenorrhea, irritable bowel syndrome, nausea, vertigo, lower abdominal pain, ovarian pain, device monitoring procedure not performed were added. Event onset date, outcome, essure insertion date, reporter, consumer address, height, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), migraine ("severe migraine headaches"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (underwent surgery to remove her essure coils on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, abnormal weight gain, migraine, fatigue and dyspareunia outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, abdominal pain, back pain, alopecia, abnormal weight gain, migraine, fatigue and dyspareunia to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Around 4 years after insertion, she underwent a surgery to remove the essure coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.